Manufacturer narrative:
Updated: b5, d4, h4.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified, moderately tortuous circumflex artery (cx). During the treatment, the oad crown jumped and fractured the viperwire coronary guide wire. The fractured component was attempted to be retrieved, however, remained in-vivo. The patient was in stable condition. No additional information was provided. Additional information was received indicating there were four treatments performed prior to the fracture occurring. The operator was advancing the oad against resistance. There was no wire bias observed. The vessel was primary wired with the viperwire guide wire. There was no difficulty wiring or delivering devices. There were future plans for the patient to have surgical intervention with intent to remove the fractured component.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified, moderately tortuous circumflex artery (cx). During the treatment, the oad crown jumped and fractured the viperwire coronary guide wire. The fractured component was attempted to be retrieved, however, remained in-vivo. The patient was in stable condition. No additional information was provided. Additional information was received indicating there were four treatments performed prior to the fracture occurring. The operator was advancing the oad against resistance. There was no wire bias observed. The vessel was primary wired with the viperwire guide wire. There was no difficulty wiring or delivering devices. There were future plans for the patient to have surgical intervention with intent to remove the fractured component. Additional information was received indicating there were no future plans to remove the fractured component.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis, and detailed analysis were performed on the returned device. The reported unintended system movement - crown jump was not able to be confirmed due to the operational context of the reported issue. The reported device damaged by another device - caused damage was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported unintended system movement - crown jump and device damaged by another device - caused damage appears to be related to circumstances of the procedure. The oad was returned with the fractured guide wire engaged. Analysis of the guide wire shows evidence of rotational wear on the core wire at the fracture location. Bench testing has shown that excessive wear between the guide wire and tip bushing may occur due to tortuosity, tight bends, and/or buckling of the guide wire due to being advanced forward against resistance which compresses the guide wire into a bent/buckled shape. It is hypothesized that the excessive wear led to the eventual fracture of the guide wire. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, h2, h3, h6 (codes 4118, 3233, and 11 no longer apply)

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire guide wire referenced in b5 is filed under a separate medwatch report number. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified, moderately tortuous circumflex artery (cx). During the treatment, the oad crown jumped and fractured the viperwire coronary guide wire. The fractured component was attempted to be retrieved, however, remained in-vivo. The patient was in stable condition.